Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a venaseal closure system was used during a procedure and skin irritation/reaction near the access point was noted approximately 15 minutes after the procedure was completed. No pain was reported during active treatment. The lumen was flushed prior to use, a guidewire was used for catheter insertion, and the instructions for use were followed during preparation, procedure, and post-procedure. The skin irritation was treated symptomatically with medication, and it resolved 2 days after the procedure. No further patient injury reported.